Event description:
Rptr noted vitrectomy probe would not cut during surgery. Changed probe and cassette, then closed the eye and cancelled case. No pt injury, but will require second surgery to complete procedure.